Event description:
A report was received that the patient underwent an explant procedure due to a pocket site infection. There was skin erosion and the lead wires were exposed. The physician prescribed the patient oral antibiotics. The physician is not sure if the infection was device or procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, (B)(4), model description: artisan surgical lead with platnallock technology - 50cm. The devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.